Event description:
A pt underwent a vertebroplasty procedure and the kyphx hv-r bone cement was used. It was reported that the pt suffered monoplegia on the left leg at the end of the procedure. Three hours post the vertebroplasty procedure, the surgeon performed a laminectomy on t4/5, due to a vertebral cement leakage. The pt was hospitalized for six days post-procedure. No additional info was provided.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.